Manufacturer narrative:
(B)(4). Visual examination confirms the inferior tang is broken off; the broken piece and the internal threaded rod is missing, and not returned for analysis. Microscopic examination of the fracture surface reveals a fairly brittle fracture, with no indication of fatigue. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. The nature and location of the fracture surface is consistent with failure due to insufficient vertebral endplate preparation, resulting in excessive rotational force during implantation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip broke off the from the inserter. No patient complications were reported.